Event description:
Per m.d., lpn and endotech, supertrax biopsy forcep felt constrained as being pull out of extended superdimension working channel catheter after doing biopsies at right upper lobe and then again at left upper lobe. Both times they retrieved clear gel-like plastic string. M.d. Checked working channel each time and determined catheter to be patent; proceeded with biopsies. No distress to patient.